Manufacturer narrative:
Continued: h.6. F2203. A review of the device history record has been completed. No deviations or non-conformances noted. The event of lymphadenopathy is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: lymphadenopathy.

Event description:
Patient representative reported "pain and pressure sensitivity in the breast and enlarged lymph nodes", "neuralgia in the arms and hands, severe cognitive limitations , hair loss, skin rashes on the hands and armpits, regularly swollen lymph nodes under the arms, neck and groin". The device has been explanted. This relates to the left device.